Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down arrow was intermittently unresponsive and required multiple presses to elicit a response. The patient denied trauma to the pump. The patient also denied moisture in the pump. The patient reportedly wore the pump in a pocket and cleans the pump with a damp towel. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 03/22/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.